Event description:
Full thickness skin graft taken instead of split thickness. Physician used to using a different dermatome. Unit returned to the MFR to verify calibration and assure that it is within MFR specs.